Event description:
Kion went bang. Towards the end of 2 hr operation. Loud hissing noise of escaping gasses from rear of unit. All fresh gas flow was lost to the patient. Consultant tried emergency procedure but patient could not be vented. Patient had to be bagged using an ambu bag. The kion was being used in pressure control mode. Settings were: n20/02 set, 3 litre fresh gas, upp press limit 30, cmv17, tidal volume 320, circle system, pressure control, press above peep 15 cm, 40% oxy, I:e ratio !, no peep, no trig sensitivity, sevo as agent.